Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last bolus delivery was a 1.5u bolus on (B)(6) 2016 at 14:22. The last basal delivery was on (B)(6) 2016. The pump history showed that the pump was not in use between (B)(6) 2016 and (B)(6) 2016. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. No alarms occurred during testing. Unrelated to the original complaint, the pump booted on with audio and vibration, but the display screen remained blank. The pump cover was removed and the display was observed to be damaged. A test screen was used and was fully operable. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with nausea and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.